Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was a piece part missing from the lead. Visual analysis of the lead indicated damage at implant. The analyst noted that the suture sleeve was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead had high thresholds. An attempt to reposition the lead was made; however, during the procedure, the suture sleeve made its way into the body and eventually went completely off the distal end and into the patient¿s heart. The lead was explanted and replaced. Surgical intervention to remove the suture sleeve is planned. No further patient complications have been reported as a result of this event.